Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of a mildly calcified, restenosed non-abbott stent in the superficial femoral artery, a fox plus balloon ruptured during the second inflation at 12 atm. The procedure was completed using a non-abbott balloon catheter. There were no reported adverse pt sequelae. No add'l info available.